Manufacturer narrative:
Localized allergic reactions that may manifest as angioedema, pruritis, rash, and pain within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. It also has to be noted that rha 3 is not indicated for this area in USA. This is default text configured for block h10.

Event description:
Angioedema [angioedema]. Rha3 in lateral cheek, chin shadow [off label use]. Itchy / injection sites extremely itchy [pruritus]. Rash [rash]. Site tenderness in areas of filler [pain]. Case narrative: on 19-jan-2026, primevigilance notified teoxane geneva of an adverse event. According to the information received from a health care professional, a patient was injected on (B)(6) 2026 with: 0.4 ml of rha redensity: 0.2 ml in the upper eyelid (reported as frame deformity) and 0.2 ml in the tear trough with a 25g cannula (rc/2601056). 0.4 ml of rha 3: 0.2 ml in the lateral cheek and 0.2 ml in the chin shadow (current complaint). On (B)(6) 2026, the patient received 0.5 ml of rha 4 in the cheek apex (rc/2601058). The patient had a history of allergy to crab and shellfish that caused itching. The same day (on (B)(6) 2026), the patient developed itchy trunk rash, the injection sites were extremely itchy and an angioedema of the face. She presented to emergency department and received corticoids (prednisone) and antihistamines (cetirizine). She discharged stable (photos provided). On (B)(6) 2026, the patient developed tenderness in the injected areas. The angioedema of face has improved. Despite several reminders, no further information could be retrieved. The complaint was considered closed. For note, imdrf annex g is erroneous is this case. Please consider code g04127 ¿ syringe.